Event description:
It was reported by service report that the foot-end was stuck in a high position, and the right siderail inner and outer panels were damaged with no sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged sensor coil cord with exposed wire. Damaged right siderail inner and outer panels.